Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive sheath was visually inspected and no abnormalities or defects were found on the exterior of the returned sheath. The returned sheath was leak tested and a leak from the hemostatic valve was observed. Finally, during microscope testing, tears were identified on both hemostatic valves, resulting in the reported complaint. The complaint allegation was confirmed through product analysis.

Event description:
It was reported that during peaf procedure, a faradrive steerable sheath was selected for use. During preparation, the hemostatic valve error was noted. The issue occurred outside patient. The device was replaced with another of same device and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during peaf procedure, a faradrive steerable sheath was selected for use. During preparation, the hemostatic valve error was noted. The issue occurred outside patient. The device was replaced with another of same device and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.